Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted on the device. Event log history was performed and indicated that motor not running, and motor rate errors were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the motor was turning harder than usual and was the cause of the reported issue. Service replaced the stepper motor to correct the reported issue and worm coupling and gear as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running error. No patient was involved in this event. No adverse effects were reported.